Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that a speaker inop message was displayed and the speaker was defective. The device was in us. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The fse inspected the device and discovered that the device housing was damaged with no damage or impact to the device speaker. The fse evaluated the device and determined that there was not an inop message present. Based on the information available and the testing conducted we were unable to replicate the reported problem. The fse replaced the damaged housing: rear housing assy - 451261021041, main housing assy - 451261021031, front display symbol - 451261020971 to resolve this issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state - (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device speaker is faulty. The device was in use. There was no report of patient or user harm.